Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to a permanent failure of the internal li-ion battery were observed. The device's internal battery was replaced to address the issue. Additionally, not related to a reportable event, the device's rubber feet and power cord retainer were found to be missing. The components were replaced to address the issue. The device was tested and passed all final testing.